Manufacturer narrative:
The manufacturer received the device and investigation is in progress. Two x-ray pictures were received and will be reviewed within the investigation. No surgical reports or other source documents were provided for review. As the product reference and the lot numbers are not yet visible, the device history records could not be reviewed at that time. As soon as add'l info become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a pt was implanted an unk metasul head (exact catalogue number unk) on (B)(6) 2000. On (B)(6) 2015, a revision surgery was performed due to wear and osteolysis around the screw of the cup.